Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 40 mg/dl. Reportedly, the customer was new to the pump, and had taken manual insulin injections prior to starting pump use. The manual injections combined with the basal lead to insulin stacking. Bg was treated via a glucagon injection, and insulin once at the ER. Reportedly, customer left the ER 30 minutes later with the issue resolved and no permanent damage. Customer acknowledged the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.